Event description:
The plaintiff's att alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2010 and subsequently expired after use of the product.

Manufacturer narrative:
The additional information received alleged that the patient experienced a sudden cardiac death; this additional information differs from the event type that was received by the initial reporter. Additional information has been requested to clarify the details surrounding this event and any relevant additional information will be submitted upon receipt accordingly. This is one of three device reports for this event; the associated MFR report numbers are 1225714-2014-15665, 1225714-2014-15666 and 2937457-2014-03520.

Manufacturer narrative:
This is one event (death) for the same pt involving three separate products.